Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: bending section cover or distal sheath rubber has a cut and leaking; bending tube is broken; bending section cover or distal sheath adhesive rubber is worn and cracked; bending section cover or distal sheath rubber and bending section are broken; and insertion unit replacement is recommended. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the uretero-reno videoscope bending section cover or distal sheath and the rubber are broken. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h2 and h3 and correction to section e and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated it was confirmed that the event "damage to the curved edge". Based on the results of the investigation and the information provided. The it is likely that the event may have occurred when excessive force was applied to insertion section during angulation. However, the root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User may prevent the suggested event by following IFU below. Operation manual operation_ precautions_ caution do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor field performance for this device.